Event description:
It was reported "call received from a patient who stated her doctor called her in for a follow up visit and told her she used a dressing to control bleeding during her surgery that is not absorbed and she has to remove it. Patient stated she had breast surgery 3 months and had a 2nd surgery on (B)(6) 2024 to remove the dressing. The surgeon told her she believes she got most of it but some small pieces may have been left behind due to the location and muscle growth." The quick clot was removed. The patient's current condition is reported as "fine". Additional information has been requested from the customer, no further information has been provided at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. No lot / batch number could be provided by complainant so a device history record review was not completed. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.